Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, and indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant: d314drg ICD, implanted: (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead was fractured and had high/undefined pacing impedances. It was noted that just over a month post implant of the rv lead the lead alerted for lead noise and had triggered a lead integrity alert. The lead was programmed off later at some point. Now at the rv lead replacement procedure the physician was unable to get venous access on the left side so the physician capped the rv lead and prepped the right side where a single chamber pacemaker system was implanted. No patient complications have been reported as a result of this event.